Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast prosthesis. Deflation of the left breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 500cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 8/10/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device contained no fluid. White and brown material were observed within the device. White material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. A rent was discovered within a crease on the anterior view measuring approximately 0.4 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 264758 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).